Manufacturer narrative:
G3, h2,h3 and h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint, it was reported this patient required a 4th revision surgery due to the tip breakage of the journey I bcs tibial post. However, per subsequent e-mail, the broken parts were given to the surgeon. Consequently, without the requested clinical information, implantation/revision operative reports, pre/post implantation radiographs the root cause of the reported tip breakage cannot be determined. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional medical information be provided, this compliant would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a after a tka surgery, a patient had four revision surgeries. The 4th revision surgery was due to the tip of the journey I bcs tibial post that broke off. The date of this revision surgery and the outcome of the patient is unknown.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. It has been confirmed that the same event has been already reported under report number 1020279-2021-05773 (our internal reference number (B)(4)). We conclude that the event will be investigated under this last complaint mentioned. Therefore, this report will be closed as duplicate. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.